Manufacturer narrative:
Manufacturing date: june 28, 2017 - june 30, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a no flow issue. This was observed after connecting to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.